Event description:
It was reported the subject device had an issue of "whole image turned green when indocyanine green (icg) was used in laparoscopy case (diagnostic procedure). There was no patient impact in this reported event. No harm reported.

Manufacturer narrative:
Follow ups made to gather additional information regarding the reported event, however, to date , no response has been received. The subject device however , was received, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation .

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the subject device had an issue of "whole image turned green when indocyanine green (icg) was used in laparoscopy case (diagnostic procedure). There was no patient impact in this reported event. No harm reported.